Manufacturer narrative:
Communication failure was confirmed by analysis. The loss of communication and reported event of no pacing output was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also noted that the patient presented to the hospital in af and syncope due to conversion pauses without pacing support. The patient had chest pain then syncope in hospital and long pauses that required placement of temporary pacemaker. The device was not able to be interrogated when checked in hospital and pacing function had ceased. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by on 28 august 2017.